Event description:
"It was reported that a patient underwent an unknown spinal procedure. During the procedure, the surgeon used a temporary rod for distraction. The surgeon used the driver and the set screw was broken. In order to open it, the surgeon had to use another driver, but it didn¿t manage to open it. Part of the screwdriver broke inside the setscrew and caused a blockage of the set screw. The only option to revise it was to cut the rod and disassemble the whole screw-rod-set screw construct. No further details are known at this time."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.